Manufacturer narrative:
Awaiting requested device for repair and failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Customer stated batteries in the transmitter got hot and melted the back of the case. The customer was sent an exchange unit to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.